Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported a patient experienced a skin irritation while wearing the lifevest. The skin irritation was described as an irritating an open wound that bled. There is no alleged deficiency. Follow up was attempted but unsuccessful. The patient's medical outcome is unknown.